Event description:
It was reported that on (B)(6) 2012, the patient underwent an uneventfuly rx acculink stenting procedure in the left common carotid artery, described as heavily calcified with 90% stenosis. The patient was discharged on (B)(6) 2012. On (B)(6) 2012, the patient was hospitalized with a stroke. Symptoms included sudden aphasia with right facial droop and right side weakness. The computed tomography revealed a left intracerebral hemorrhage; small-moderate frontal-parietal intraparenchymal hematoma. The patient's plavix was held and was given a platelet transfusion to reverse the plavix effect. She was additionally started on aspirin, blood pressure management, and intravenous fluids. The patient's condition is continuing but is improved. The patient is in hospital rehabilitation. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and hemorrhage are known observed and potential adverse events as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, could not be determined; there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.